Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3888-45, lot # v006821, implanted: (B)(6) 2006, product type lead; product ID 3888-45, lot # j0519670v, implanted: (B)(6) 2006, product type lead; product ID 3888-45, lot # v007462, implanted: (B)(6) 2006, product type lead; product ID 3888-45, lot # v007462, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
Additional information received reported that it was unknown what caused the event. It was noted that all parts of the lead were explanted. The reporter noted that impedance testing was done and contacts were out of range. It was noted that the patient was doing well and receiving effective therapy and was seen post-operatively in the prior week to confirm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that some of the contacts on the quad leads were not working. When the patient was seen, it was noted that the patient had not charged his device and the health care professional was unable to assess the integrity of the lead. It was unknown when the patient last charged his device. It was unknown when the event started. The reporter stated that the patient was scheduled for an implantable neurostimulator (ins) replacement and possibly a lead replacement. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.